Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display as well as unexpected restart. A cold reset was performed. Customer¿s blood glucose was unknown at the time of incident. Customer states that insulin pump continuously beeping without display on screen. Customer also states that pump was nor vibrating or beeping currently. Customer was assisted with self test and insulin pump vibrated during the vibrate test. The insulin pump will not be returned for analysis.